Event description:
Customer reported via phone, she was attempting to bolus when the numbers kept scrolling. She pressed the esc button changed the battery in attempt to fix issue and device alarmed button error. Customer's blood glucose was 237 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.